Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked the lcd keypad connector during visual inspection. Unable to perform self test, and displacement test due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act and down pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's button does not respond when being pressed. Insulin pump was not exposed to moisture. Blood glucose reading was 210 mg/dl at the time call. No significant events leading to the keypad issues were observed. Advised to discontinue use of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.